Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the tubing was primed and connected to the patient's feeding tube. The pump was started. Shortly after, the tubing began to leak formula at the junction of the tubing and the purple enfit connector. .

Manufacturer narrative:
A device history record was reviewed and was confirmed that products were produced accomplishing quality requirements. One new sample was received for investigation. The sample was evaluated with the multidisciplinary team, the configuration of the product was correct, all the junctions between the tube and connectors were good. Since the report was for leaking so a functional test was performed, the set was connected to the pump and was working as should, no leaks were observed. The failure mode reported was not confirmed. The possible root cause could not been identified since the failure mode was not confirmed. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.